Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Event description:
It was reported that the patient's blood glucose level reached 30 mmol/l (540 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pink slide did not move forward indicating that a needle mechanism failure occurred. In addition, the cannula was found to be bent when removed from the infusion site. As treatment, a correction bolus was administered and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bent cannula and needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.